Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and nothing was found in the scope. Leakage at the air/water channel, auxiliary water flow and scratches/buckles were found on the device in addition to looseness found on the s-cover boot of the control body. The cause of the reported event cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a procedure, it was found that there was a possible retained clip in the scope.

Manufacturer narrative:
This report is being supplemented to provide corrected data regarding the reported event. Upon further review this is not a reportable malfunction.  Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.